Event description:
It was reported that during trial lead placement the patient experienced new pain in his left toes which persisted after the procedure¿s completion. It was stated that the pain was likely due to nerve root irritation during lead placement. The patient did have good stimulation coverage of all painful areas with the trial system. A 10mg dose of intravenous decadron was delivered and the patient was instructed to fill and take as directed a prescription for a medtrol dose pack. Additional information was reported indicating that the patient was doing fine at and that the pain had resolved and was getting effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2014, product type: screening device. Product ID: 977d260, serial# (B)(4), product type: screening device. Product ID: 355531, serial# unknown, product type: screening device. (B)(4).